Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was unknown mg/dl. The customer stated that the device was dropped the customer stated that the device was not exposed to strong magnetic field such as MRI. The customer didn't received an e70 alarm. The customer was assisted in clearing the alarm. Customer does not use the sensor feature on the pump. The customer stated that they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was dropped and bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.